Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was to treat an 80% stenosed coronary lesion in a narrow saphenous vein graft. A guide wire was advanced successfully. The emboshield nav6 was then advanced, but could not pass through the stenosis. After many attempts to cross, the device was removed, but resistance was noted and the portion of catheter which holds the filter broke off inside the guiding catheter. It was not realized that the catheter separated, and the physician thought that the filter partially opened inside the guiding catheter; therefore, the retrieval catheter was forwarded, but the broken portion could not be retrieved. During these manipulations, the filter partially opened. A diagnostic catheter and snare device were used to retrieve the separated portion. A new emboshield nav6 was used successfully and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties removing the eps and the separation were unable to be confirmed. The difficulties deploying the filter were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.